Event description:
It was reported that bare exposed copper wires were observed from the cord during testing at the MFR. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The bare copper wires were exposed during testing at the MFR.